Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the needleless connector for labs was removed, a curos tip was placed at the end of the tubing. When reconnecting the tubing to the needleless connector the luer lock broke. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer spin collar broke off was confirmed. During visual inspection a vertical crack (in the direction of fluid flow) was observed extending from end to end of the collar at approximately the opposite side of the molding injection gate. A semi-circular crack was observed on the same side of the gate. Multiple stress lines were observed in several areas around the collar and base of the cracks. A portion of the collar had completely broken off from the remainder of the set. The broken piece was returned for investigation. Many white markings were observed on the collar at the locations of breakage which are also an indication of stress. A dried, white residual substance was observed on the male luer tip. Functional testing was not performed as the customer¿s report was confirmed upon visual inspection. The root cause that the male luer spin collar broke off is prolonged exposure of 70% ipa to the male luer tip from the alcohol impregnated cap that was reported to have been connected to the male luer prior to the breakage.

Event description:
The customer reported that the needleless connector for labs was removed, a curos tip was placed at the end of the tubing. When reconnecting the tubing to the needleless connector to continue the infusion ( alprostadil 500meq + ns/100ml, d10w+2units of heparin/ml, d10w+2units of heparin/ml +19.2 meq nacl/500ml) the male part of the luer lock broke. There was no patient harm.